Event description:
Note: this report is one of two complaints that pertain to the same event. It was reported to boston scientific corporation that two ureteral polaris ultra stents were attempted to be used during a stent placement procedure for kidney stone management. The exact event date was unknown. During unpacking, it was found that the two stents were fractured. The procedure was completed with another polaris ultra stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the reported lot number 3223405 does not provide a match in the system search; therefore, the device manufacture and expiration dates cannot be determined. Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.